Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle used to access vein when placing a central line had a crack in the plastic hub. When pulling back on the needle to asipirate blood to check placement, only air returned. This is a sign that the needle is in the lung instead of the vein, potentially causing a pnuemo and requiring an urgent chest tube placement. Luckily the arnp working with the provider had the same thing happen to him earlier and advised changing the needle. The problem was the plastic hub of the needle, not the placement." The user changed to a new needle to complete the procedure. Associate MDR numbers include: 9680794-2026-00099.

Event description:
It was reported that "the needle used to access vein when placing a central line had a crack in the plastic hub. When pulling back on the needle to asipirate blood to check placement, only air returned. This is a sign that the needle is in the lung instead of the vein, potentially causing a pnuemo and requiring an urgent chest tube placement. Luckily the arnp working with the provider had the same thing happen to him earlier and advised changing the needle. The problem was the plastic hub of the needle, not the placement." The user changed to a new needle to complete the procedure. Associate MDR numbers include: 9680794-2026-00099 and 9680794-2026-00104.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.